Event description:
Caller tested 1.9 inr on the coaguchek xs system while a professional meter result returned as 3.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.